Event description:
Rt entered room for routine vent check. Pt noticed the vent was making an "odd" sound, at which time no breaths were being delivred to pt.(pt removed from vent and hand bagged.) Ventilator completely forze making no sounds at all or attempting to ventilate. Display lights remained on with nothing on vent functioning. No audible/visual alarms.